Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported due to a suspected infection at the ipg site surgical intervention took place on (B)(6) 2026 where the ipg pocket was washed out. Infection was not confirmed.